Event description:
The patient was opened and the surgeon entered the lesser sac taking down the gastracolic and colosplnic ligaments using the ls1120.as the dissection of the pancreas progressed, it became apparent that the patient was un-resectable and the planned operation was abandoned and the patient closed. Post-op the patient was anti-coagulated using sub-cutaneous heparin and his hemoglobin remained stable for two days. On post-op day two the patient was switched to low dose of IV heparin and received his initial intravenous bolus, shortly after which he decompensated and was returned to the operating room for what appeared to be surgical bleeding.the source of the bleeding was a small vessel in the gastracolic ligament that had been sealed with the atlas instrument.the vessel was ligated and the patient recovered without further complications. Procedure: distal pancreatectomy with probable splenectomy and resection of a portion of the stomach.